Event description:
It was reported during patient use, the ECG of the cs300 intra-aortic balloon pump (iabp) was not tracing. The customer had switched to another iabp which had the same issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: b5, d5, g3, h6 (patient code).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse checked the iabp unit and ECG cable, lead wires, and verified the iabp unit in calibration, function and safety tests, and the iabp met factory specifications. The fse had also ran the iabp unit with a test balloon and trainer, as well as with customer's ECG cable with mini sim and no issues were found. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the ECG of the cs300 intra-aortic balloon pump (iabp) was not tracing. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.